Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced non st elevation myocardial infarction and restenosis. In april 2012, the patient presented due to abnormal stress test with inferior and lateral ischemia of a moderate degree with symptoms of dyspnea on exertion and underwent cardiac catheterization which revealed two lesions. The first lesion was a 3.0 x 24 mm, de novo, 95%stenosed lesion located in the 1st obtuse marginal (om1). It was treated with pre-dilatation and placement of a 3.00 mm x 24 mm ion us coa stent. Following post dilatation the residual stenosis was 0%. The second lesion was a 3.5 x 12 mm, de novo, ostial 90% stenosed target lesion located n the proximal right coronary artery (rca). It was treated with pre-dilatation and placement of a 3.00 mm x 16 ion us coa stent. Following post dilatation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2013, the patient presented with pressure in the chest which started four days prior. The patient was hospitalised on the same day. Elevation in cardiac enzyme level was noted and an event of non st elevation mi was reported. . ECG was performed which showed mi type: non q-wave and ischemic symptoms with st segment depression. In (B)(6) 2013, the patient underwent target vessel revascularization. The 99% stenosed target lesion was an area of diffuse instent restenosis of a previously implanted stent located in the proximal rca and was treated with balloon angioplasty and placement of a 3.5 mm x 23 mm xpedition drug eluting stent, with 0% residual stenosis. The following day, the event was considered resolved without residual effects and the patient was discharged.